Event description:
It was reported that the user, on ilet for under two weeks and using a libre 3 plus sensor, experienced recurrent hypoglycemia, with nocturnal lows and a reported sensor reading that declined from 65 mg/dl to 41 mg/dl despite ingestion of oral carbohydrates, while a contemporaneous fingerstick measured 66 mg/dl; the sensor then produced an error before later displaying 106 mg/dl. Symptoms included low blood glucose. Outcomes included the need for immediate oral carbohydrate administration and real-time troubleshooting. Investigation included review of device data and remote technical assessment, including education on sensor accuracy, margin of error, and actions for sensor replacement when readings do not correct. Investigation of this case revealed a discrepancy between sensor and fingerstick values and a sensor error alert, with prior correctional insulin noted earlier that day and subsequent stabilization. It was concluded that the event involved hypoglycemia with an unclear cause, and that sensor accuracy and error contributed to the clinical picture, with user counseling provided and follow-up with clinical support planned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.